Event description:
Patient required implantation of the lifesite device in 2001 via the left subclavian vein. Reported information indicates the patient has had episodes of bacteremia and the plan is to remove the lifesite device.